Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had chronically small r waves. It was further reported that the device wavelet template was inconsistent. The wavelet was changed to monitor and the device and rv lead remain in use. No patient complications have been reported as a result of this event.